Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2020 / lot #: 371113-8337, UDI #: (B)(4). Device available for evaluation: no, mfg date: 30-nov-2015, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with worsening right heart failure and symptoms of jugular vein distention (jvd) and shortness of breath. The ventricular assist device (vad) exhibited low flow alarms and log file review noted an abrupt decrease in power flow and pulsatility. A computerized tomography (CT) scan noted that there was patent flow within the outflow graft with a focal area of narrowing and kinking near the ascending aortic anastomosis. Further review noted that in the area of focal luminal narrowing and kinking of the outflow graft, there was an apparent filling defect which may represent internal development of thrombus. There was also diffuse unchanged pannus throughout the outflow graft. It was further confirmed that there was no thrombus but only pannus between the outflow graft and a vascular graft and it was thought to be the cause of decreased flow. An outflow graft revision was performed during which the surgeon assessed the outflow graft through a median sternotomy incision removing the vascular graft from around the outflow graft and simultaneously removing the pannus trapped between the outflow graft and vascular graf t. As a result, this alleviated the compression on the outflow graft. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the ventricular assist device (vad) and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flows starting on (B)(6) 2019 and eight (8) low flow alarms recorded since (B)(6) 2019. The reported kinked/bent outflow graft could not be confirmed due to lack of evidence provided by the site. Of note, it was reported that an outflow graft revision was performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to constriction of the outflow graft. Additional products: lot #: 371113-8337 device evaluated by MFR: yes , FDA method code(s): 4112, 4114 ,: FDA results code(s): 213 , FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The outflow graft remains in use.